Manufacturer narrative:
Device evaluated by MFR.: promus element ous, mr, 3.0x32mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found damage to the proximal stent struts; lifted and pulled distally. The undamaged stent outer diameter (od) was measured which was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. It is likely the crimped stent may have encountered resistance and subsequent damage during the attempt to withdraw the device. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found were multiple severe hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found the shaft polymer extrusion was broken at approximately 61mm proximal to the distal tip of the device. There were also some kinks noted along the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues noted during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was further reported that the target lesion was 95% stenosed and was located in the mildly tortuous and severely calcified right coronary artery (rca). The physician tried to remove the stent system and guide catheter as a single unit. However, during withdrawal, the guide wire was not long enough and had risk of pulling out of the body. In order to maintain guidewire placement across the lesion, the physician cut the shaft and divided it into two segments outside the patient. Then the physician removed two segments with the guiding in turn.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in a coronary artery. A 3.00x32mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent dislodged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.